Event description:
Voluntary medwatch copy received from the FDA stating "tip of endoscopic linear cutter did not fire, cartridge replaced and detached when fired becoming lost in the adbominal cavity. Surgeon retrieved part and confirmed retrieval with x-ray." There was no reported consequence to the pt.